Manufacturer narrative:
Corrected information provided.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. Additional information was requested by phone and email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during intraocular lens (iol) implant surgery, the iol fell to the back of the eye. The lens was damaged upon removal and the patient required a retina intervention. Additional information has been requested.

Event description:
Additional information was received from the customer, who reported the event was due to the patient's eye anatomy. The lens was replaced during the same surgery with the same model and power. The event is reported to be resolved.